Manufacturer narrative:
Product ID 7427, serial# (B)(4), implanted: 2005 (B)(6); product type implantable neurostimulator product ID 3888-33, lot# j0348760v, implanted: 2003 (B)(6); product type lead product ID 3888-33, lot# j0348760v, implanted: 2003 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748925, serial# (B)(4) implanted: 2003 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2003 (B)(6); product type programmer, patient product ID 3998, lot# lb4713, implanted: 2005 (B)(6); product type lead product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapy; there was no stimulation. The "stim" was not working anymore. The patient wanted to know if it was the paddle lead or the implantable neurostimulator (ins) that needed to be replaced. It was noted that it was "broke or wore out." It was unclear if the device had been checked with the patient programmer (pp). The patient was redirected to their healthcare provider (hcp). It was stated that the patient had met with a manufacturer representative (rep) last fall and had the device checked. The month of the meeting and the name of the rep were unknown. Additional information received reported that the patient was scheduled to see a clinical specialist (cs) on 2015 (B)(6). The results of that visit were unknown. Additional information received reported that the cs met the patient on 2015 (B)(6) and was first notified of the patient on 2015 (B)(6). She never saw the patient last fall. The patient was also new to the doctor. The cs checked the patient's device and it was old; it was nearing end of life (eol). She referred the patient to a surgeon for replacement. Some contacts showed question marks on the impedances but it was not remembered which ones this was seen on. It was noted that he would probably need a whole new system. It was also noted that the doctor was unsure if he would continue to see the patient. The patient was very overmedicated. He fell asleep standing up in the office. It was not sure if the patient was aware of what he was doing all the time due to the medication. The doctor was going to try to wean the patient off the medication. Their concern was that he was using street drugs. Additional information received reported that there was no entry for a patient visit last fall and the first entry was 2015 (B)(6). No other information was known. This event will be updated if additional information is received. Refer to manufacturer report #3004209178-2015-13500.

Event description:
Additional review of this event indicated that this event was associated with the concomitant ins (see regulatory report #3004209178-2015-13500). Any further information about this event will be reported under the concomitant report.